Event description:
It was reported that the right ventricular lead exhibited noise. No intervention or patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
.